Manufacturer narrative:
(B)(4). Applications support manager (asm) visited site and recommended changing spot and line settings for the system back to where they were originally and adjusted the energy. Discussed in detail with the surgeon the changes in energy settings when using smaller spot and line for creating inlays and flap treatments. Surgeon reported to abbott representative that he recently changed the spot and line on both flaps and inlays treatment but did not change the energy settings. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had procedure to insert inlay in left eye on (B)(6) 2015 with intralase laser. It was reported that patient was incompliant with post treatment drop regimen, durezol twice a day in left eye os as she discontinue on (B)(6) 2015. Started patient on prednisolone acetate 4 times a day in left eye. Dryness noted and mild faint interface haze noted. On (B)(6) 2016 surgeon prescribed patient prednisolone every 3 hours while awake in left eye. On (B)(6) 2016 removal of inlay was done. On (B)(6) 2016 trace haze was reported centrally in left eye. Drops discontinue. Best corrected visual acuity 20/20-.